Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set-up, it was noticed that the external pulse generator (epg) couldn¿t toggle the rate back and forth. The status of the epg is unknown. There was no patient involvement.